Event description:
The sales consultant reported that the patient had an issue with a midfoot fusion bolt from a charcot foot reconstruction surgery. The patient had a midfoot fusion bolt backing out and the surgeon removed the device on (B)(6) 2013. Update: left foot medial column charot fusion inserted 6.5 synthes bolt on (B)(6) 2012. The bolt did not break but moved distally out of the first metatarsal. This is 1 of 1 device for this event reported on complaint #(B)(4).

Manufacturer narrative:
Implant date: (B)(6) 2012. A manufacturing evaluation was conducted and the report indicates that there are visible striations and marks on the device. The microscopic investigation shows marks and wear on the thread flanks. This complaint is deemed invalid from a manufacturing standpoint. The manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore DHR review is deemed to be indeterminate. Lot number correction: 125967. L150 stands for the length of 150mm and is not a part of the lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The sales consultant reported that the patient, on an unknown implant date, had an issue with a midfoot fusion bolt from a charcot foot reconstruction surgery. The patient had a midfoot fusion bolt backing out and the surgeon removed the device on (B)(6) 2013. This report is on an unknown screw. This is 1 of 1 device for this event reported on complaint #(B)(4).